Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right bundle branch block (rbbb) and considered to be high risk for permanent pacemaker. There was calcification extending beneath the aortic annular plane to the membranous septum. Temporary pacemaker was placed and the procedure was initiated. During the procedure, on the first attempt, the valve was recaptured once since the positioned being too high. On the second attempt, the valve was able to be implanted successfully. Post-implant, the patient was developed with a complete heart block. Temporary pacing wire remained inside the patient's anatomy to monitor the patient's cardiac rhythm. A permanent pacemaker was implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient's status is unknown.